Event description:
The (B)(4) product manufacturer # (B)(4), lot # obcu1 was applied to a cut on my knee. The product may have been applied between the skin openings as well as over the wound. The skin appears to have healed over it causing swelling, redness and persistent pain. In the last month I have also developed hair growth on the skin below the wound. There is no hair growth on my other knee and I have never had noticeable hairs on either knee or needed to shave my knees. From (B)(6), the skin around the wound reopened and left a blood and yellowish discharge on the inside of the band aids. By the end of (B)(6) the skin finally remained closed, but healed with a noticeable swelling.